Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric bypass, there was problem unloading the device. The handle locked on tissue for a moment but the surgeon was able to open the jaws. No reinforcement material was used. A new handle and reload were used to resolve the issue. No patient adverse events were reported. Current patient status is alive with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual functional indicated no abnormalities. Pmv performed functional testing which included the instruments were successfully loaded with a sulu. The instruments and loading units were applied to test media. All staples were placed and test media was cleanly transected.records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.